Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down-arrow button did not activate desired pump functions during testing. The pump was disassembled and it was found that the keypad flex connector is not fully closed. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are ((B)(4), 2011/03).

Event description:
The patient reported that the up and down buttons are suddenly unresponsive.